Event description:
Technician alleged the side rail is not latching in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube is broken. The technician replaced the side rail end tube to resolve the issue.